Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a revision surgery to extend a construct, the tip of a vitality navigation driver stripped. The surgery was completed using the navigation driver, and there was no patient harm or procedural delay.